Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination revealed the guidewire was slightly bent at one location and severely kinked at another location along its body. The proximal and distal welds were intact. The returned guide wire was severely kinked 504 mm from the proximal end. The guidewire had a slight bend 545mm from the proximal end. The total length of the guide wire measured to be 682mm which is not within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.855mm which is not within specifications of 0.788-0.826 mm per product drawing. Since the guidewire did not meet the specifications, this indicates that either the incorrect guide wire was returned or the incorrect product code was reported by the customer. The returned guide wire was advanced through a lab inventory 18ga needle and ars with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was severely kinked at one location and slightly bent at another location along its body. The guide wire did not meet the total length and outer diameter specifications for the guidewire supplied in the finished kit, indicating that either the incorrect sample was returned or the incorrect product code was reported. A device history record review was performed with no relevant findings. However, the probable cause of the guide wire damage could not be determined based on the discrepancy between the customer report and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked during use.